Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by nurse that customer was hospitalized with diabetic ketoacidosis and is in the intensive care unit. Nurse inquired on proper functioning of insulin pump. Nurse debra, was a traveling nurse and was not able to give any other hospitalization information for patient. E-mail would be sent to diabetic care management regarding a possible visit to the hospital facility by a local representative. No further information provided.